Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatments in (B)(6) of 2021 to the infrascapular area with coolcore applicator and may have developed paradoxical adipose hyperplasia. He patient reported the area feels hard. The patient first noticed symptoms in (B)(6) 2022.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the bra rolls on (B)(6)2021 using the cooladvantage coolcore system applicators, who developed paradoxical hyperplasia (ph) after treatment.

Manufacturer narrative:
Correction to previous emdr - when additional info. Was received: emdr-11699 become aware date (g3): 04/02/2022 changed info: h3 h6 continued additional (d4) device serial and catalog number: (B)(6) sa16789.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatments in (B)(6) 2021 to the infrascapular area with coolcore applicator and may have developed paradoxical adipose hyperplasia. He patient reported the area feels hard. The patient first noticed symptoms in (B)(6) 2022.